Event description:
It was reported that the customer experienced multiple issues with the sensor. The customer stated that she received multiple lost sensor alerts and the sensor end alert. The customer was unable to link the sensor up with the insulin pump. The customer also stated that upon removing the sensor, she saw that the cannula was very short. The customer stated that the insertion site did not hurt but she was unsure if the sensor was still in her skin. The customer's blood glucose was 101 mg/dl. Troubleshooting was done. The customer then stated that the introducer needle was hard to remove so she gave it an extra tug in order to remove the introducer needle. The customer expressed that the introducer needle was not bent. Advised customer to return the sensor for analysis. Advised an x-ray would be able to locate if the sensor cannula was still in the customer's body. Advised customer to monitor the insertion site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors and found 1 of 2 sensors with cannula bent inside sensor base, 2nd sensor with needle bent inside sensor base. Unable to confirmed customer received sensors in said condition due to customer returning it opened/used.